Event description:
It was reported that a spectrum pump displayed load point 3 and 4 as loaded without a set installed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "when device is turned on, door opened to load set unit already displays load point 3 and 4 are loaded without set installed" was reproduced. The event history log (ehl) was reviewed and revealed that the customer experienced multiple, "set load - power up!," "reload set!" And "set improperly loaded!" Messages on the last day of use. Therefore, the customer was not able to successfully load a set. Additionally, a "set load - power up" messages occurs when the pump recognizes a loaded set upon power up and will prompt the user to reload the set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as constant reload set message. The cause of the condition was the force sensor was out of specification. The force sensor required to be replaced to correct the reported problem. A reload set!" Alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.